Event description:
The customer reported the lateral workstation handle/rui bracket broke free on the workstation. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the handle. The system operates as intended.